Event description:
During product evaluation, baxter (B)(4) found a returned 100ml bag with 2 injection sites to have a split in the plastic/paper packaging, causing a loss of sterility. There was no patient involved or medical intervention required. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was sent to the plant for an evaluation. Visual inspection revealed that one of the sides of the pouch had an open seal. The cause of this condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.